Event description:
Patient reported obtaining back to back blood glucose results of "hi" (>600 mg/dl), 500 mg/dl, and 143 mg/dl , while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Technical support requqested the return of the suspect product and replacement product was shipped. Qualitu control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.